Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there were no issues when the patient went through store gates and doors. The patient's back pain didn't change after getting the device and the patient always had neck issues. The step taken to resolve the back pain was that the patient saw their chiropractor.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had back pain since (B)(6) 2016. The patient was not sure if they felt shocking when going through stores gates and doors. The patient wanted to know if they should turn the implant off when going through the store gates and door and what happened if the device was not turned off. The patient did not want to turn the implant off when going to stores because they were too busy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had pain on their right side but did not know if it was related to their implant. The pain was on and off for a year. Patient noted they had seen a gastrointestinal doctor and was seeing their doctor in 2 weeks. No further complications were reported.